Event description:
The hospital reported a patient was connected to a carescape r860 ventilator when it was alleged that the patient disconnect alarm was triggered, but there was no audible alarm. It was reported that the patient desaturated to 50% for less than a minute by the time the alarm condition was noticed. Reportedly, the patient was switched to manual ventilation, the unit was replaced, and the patients o2 level recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares (gehc) fe performed a checkout of the carescape r860 but could not confirm the reported issue. Gehcs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information has been provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare as (gehc) investigation has been completed and the root cause of the patient desaturation could not be determined. Gehc's field engineer completed a review of the system logs and checkout of the device and determined there was no malfunction of the gehc device. It is possible that the fio2 was set too low or a leak in the patient circuit could cause the patient desaturation.